Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number 400513545. All information associated with this event was submitted to the bloodline manufacturer. According to manufacture's investigation, five (5) pictures and two (2) samples were returned for evaluation in conjunction with this report and report 2521402-2021-00021 (b. Braun internal report number 400513546). The provided pictures showed a sl-2010m2096 hooked up to a critline device and there was no evidence of broken components or leaking. Both returned sets were visually inspected and had water pass through the connection to the critline device. The first sample had no observed issues and the second sample's critline device appeared to be broken and leaking. The critline is not a component or device of the manufacturer and therefore the reported defect is not confirmed for the bloodline. A review of the device history records for sl-2010m2096 from lot 01254007 was performed and indicated that there were no quality issues during the manufacturing process of this lot related to the reported issue. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: there is a leak on the arterial bloodline below the red dialyzer connector. Blood was returned to the patient and a new setup was completed. No injuries reported.